Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual test performed and found that the downstream occlusion (dso) seal was damaged. Functional testing wasn't performed due to device could not be switched on. The downstream occlusion seal was replaced.

Event description:
It was reported that the devices on/off button was missing. During device analysis it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.